Manufacturer narrative:
The t:flex user guide states, "do not fill the cartridge with more than 480 units. This can cause a cartridge error." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate and remained static at 300 units for a couple of days before decreasing. Reportedly, the cartridge was initially filled with 500 units of insulin. There was no impact to the customer's blood glucose level. The customer was reminded that the cartridge should not be filled with more than 480 units of insulin. The customer acknowledged.